Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this pacemaker. It was noted that the patient reported palpitations. Technical services (ts) reviewed the reports and noted that there was possible loss of capture (loc) or fusion on the right ventricular (rv) lead channel. The call got disconnected. So, ts emailed the reports to the local boston scientific representative to go over with the hcp. The pacemaker remains in use. No adverse patient effects were reported.